Manufacturer narrative:
Additional information received reported an update to the aneurx stent graft implantation and the additional products from different manufacturer's were implanted the same day. Per the physician, the cause of the migration and subsequent endoleak was unknown. Product analysis the exact cause of the events could not be determined from the film provided. However, this appears most likely to have been anatomy related. The anatomy at implant is unknown, and earlier post-aneurx implant films were not available for review. Angiograms from ~10 years post implant and CT¿s from 11+ years confirmed that the aneurx bifurcate had migrated into the sac with a proximal type I endoleak. The aorta was severely angulated and the proximal neck diameter was ~28mm. The aneurx aortic body had folded over itself within the anterior sac and was angulated ~140 deg a-p relative to the limbs. However, the stent graft components were all patent with no signs of any other stent graft kinks or compression observed. Several endoanchors were seen implanted into the other manufacturer¿s cuffs resolving the endoleak. Additional anchors likely could not be placed due to the severe angulation and tortuous anatomy. The most recent CT¿s returned revealed that the patient¿s aaa measured 97mm max diameter; however, no endoleak was observed. It is possible that disease progression (neck dilatation) and aneurysm morphology changes (increased tortuosity) were the primary contributors to these events. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the aneurx device had fallen into the aneurysm and there was no proximal seal. The stent graft also was reportedly bent over on itself 90 degree. This was also described as a kink. Two other products from different manufacturers were implanted to correct the aneurx issues, but a type ia endoleak still remained. As such, heli-fx endoanchors were implanted the following week. An incision was made in the left groin and the sfa, pfa, cfa, cia were all dissected out. Another manufactures graft was then sewn in. A heli-fx guide was inserted into the newly implanted synthetic vessel and into the old stent graft. Three endoanchors were implanted, but the guide became twisted and kinked off due to tortuous patient anatomy so no further anchors were placed. No endoleaks were seen on a final angiogram so the patient was closed. No additional clinical sequelae were reported and the patient is fine.